Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens was exchanged. Additional info was requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg document. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain additional info by phone. Fax, and mail. A completed questionnaire was not received. (B)(4).